Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the metal fatigue fracture due to repeated use of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing of the subject device, the user found that the forceps elevator wire of the subject device had been broken and frayed. There was no report of patient injury associated with this event.